Manufacturer narrative:
Hso was unable to get pt info from the facility.

Event description:
Dr noticed injector tip was malformed, but was able to insert the lens with no problem. There was no pt injury.